Event description:
It was reported that during a laparoscopic gastrectomy, staples were malformed at the third strokes of both the sixth and seventh firing at closing the anastomosis foramen during the delta anastomosis. Additional suture was performed to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue?---gastric body and duodenum. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? ---no information. What other color cartridges were used before and after this event? ---no information. Was buttressing material utilized? ---no. If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? ---no information. Were any of the forces higher or lower than expected (closing, firing, or opening)? ---no information. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? ---yes. Was there any difficulty removing the device from the tissue? ---no.

Manufacturer narrative:
(B)(4). The analysis found that one ec45a device was returned in good visual condition and with two ecr45d cartridge reloads present. The cartridge reloads were received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A batch record review was performed and no anomalies were found during the manufacturing process.